Manufacturer narrative:
The lead was not returned. However, performance data was collected from the device and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil and the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was noted the svc defib impedance varied frequently between 50 ohms and out of range between (B)(6) 2014 and (B)(6) 2015; the rv defib impedance was steady at 48 ohms through (B)(6) 2015, then rose out of range starting (B)(6) 2015.

Event description:
Further information was received, which indicated all therapies had been turned off and the pacing feature would continued to be used. The patient will be monitored and the rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alert triggered due to high superior vena cava (svc) and rv defibrillation coil impedance and there was suspicion the rv lead was not fully inserted into the connector header of the device. The rv lead and device remain in use. No patient complications have been reported as a result of this event.